Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of claw failure was confirmed. . On 8-sep-25, syr was received unboxed and with paperwork. Syringe claw is hard to turn and fails to completely close on an inserted syringe. Carriage block plate is out of specs and cannot close completely. Defective material from supplier. Device to be returned to (B)(6) repair center for processing. Bd san diego repair center replaced carriage assembly and board mounting bracket. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had plunger head - damaged/stuck. There was no patient involvement.